Event description:
A patient reported experiencing inaccurate low results with a surestep enhanced meter. There were two sets of results being compared. The first set, the patient's blood glucose results were 125 mg/dl (meter), 225 mg/dl (lab). Tests were done within 10 minutes with a difference of 44%. The second set, the patient's blood glucose results were 107 mg/dl (meter), 186 mg/dl (lab). Tests were done within 10 minutes with a difference of 42%. Patient did not experience any adverse events. No further information has been reported.